Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String of several tampons came apart [device breakage] case narrative: consumer reported via e-mail that the tampon strings came apart during removal. No injury reported.